Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "popped" a couple of bags in multiple cartridges. Reportedly, the customer filled the cartridges with less than 300 units and leaking was noticed at the o-ring. The customer loaded a new cartridge. There was no impact to the customer's blood glucose level.